Manufacturer narrative:
Device manufacture year is 2016 the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear requiring a secondary surgical procedure. The surgery center indicated that this was the first time using the signature pro unit and the event occurred on the third case of the day. The surgeon had engaged the first quadrant in peristaltic mode and went to remove a cataract piece to emulsify when the cataract piece pushed away from the phaco tip which backed up suddenly resulting in a broken capsule. A piece of the nucleus went into vitreous. The surgeon explained that after engaging appropriately, the quadrant suddenly flew off the tip and the chamber momentarily deepened. The surgeon could see no reason for this and the tip seemed far from the capsule and didn't realize that there was a tear in the capsule at first. The surgeon¿s comments were that the phaco tip was slightly different from the one used to and was uncomfortable with the equipment because did not know how to change the settings to avoid in the future. The patient had suitable treatment and will see a retina specialist before proceeding with a secondary surgical procedure.

Manufacturer narrative:
Additional information: in initial emdr, the year was provided for the manufacturer date, this supplemental has the full manufacturer date. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.